Event description:
The manufacturer received information alleging that when the trilogy evo, korea device is connected to ac power, the power led light does not turn on, and the battery does not charge while in patient use. There was no allegation of harm or injury reported. During the evaluation of the trilogy evo, korea device at the manufacturer's service center, the customer's complaint was confirmed "charged after 30 minutes of ac connection". The device's power supply was replaced to address the issue. Unit passed final test.